Manufacturer narrative:
Failure event observed during analysis. Partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion breaching the re and svc cable lumens at 38.3 -38.7 cm from the distal tip. The etfe cable coating of one svc cable was found abraded in this location. External abrasion was found breaching the re and rv cable lumen at 39.6 ¿ 40.0 cm from the distal tip. External abrasion was found breaching the re cable lumen at 41.0 - 41.1 cm from the distal tip. The inner coil lumen and etfe cable coating were found intact in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.